Manufacturer narrative:
The manufacturer received information in relation to a dreamstation unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
A dreamstation st25 device was returned to the third-party service center as part of the recall process with no initial complaint. There was no report of patient harm or injury. The device was returned to the third party service center for evaluation. During servicing of the device, it was found that the power connector is corroded. This report is being submitted for the corrosion found during service. The device has been scrapped as per customer request. If any additional information is received, a follow up report will be filed.